Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced occlusion issue at infusion site which led to high blood glucose level. No further information available.